Manufacturer narrative:
The insulin pump was received with cracked reservoir tube, partially broken off reservoir tube lip and missing the reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high readings and damage from the insulin pump. The customer's blood glucose reading was 431 mg/dl. The customer stated that there is a crack on the reservoir compartment. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.